Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm and grinding noise during rewind. The customer stated there was hairline crack on screen, rejected new batteries and no delivery alarms. Customer reported that the drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify excessive no delivery alarm and reset alarm due to motor error alarm. Motor passed motor test. No failed battery test alert noted. Device received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).